Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, obstruction, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, tearing sensation and moderate pain after picking up his mother after a fall. Post-operative patient treatment included revision surgery, adhesions taken down, removal of mesh, and repair of hernia with mesh.

Manufacturer narrative:
H6 patient codes - e2402 (tearing sensation). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the patient experienced obstruction due to adhesions to bowel and recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, obstruction, tearing sensation and moderate pain after picking up his mother after a fall. Post-operative patient treatment included revision surgery, adhesions taken down, removal of mesh, and repair of hernia with mesh. Concomitant therapy: ethicon dermabond (B)(4), (B)(6) 2012.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, and obstruction. Post-operative patient treatment included revision surgery, adhesions taken down, removal of mesh, and repair of hernia with mesh. Concomitant therapy: ethicon dermabond dhv12, cke655, (B)(6) 2012.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. UDI not provided. Re-processing information not provided.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open umbilical hernia repair. Approximately 6 years post op the patient had explant surgery for the removal of the mesh. This was initiated as a laparoscopic procedure but the surgeon encountered "significant adhesions up to the anterior abdominal wall consisting of small bowel and omentum." After much dissection, the surgeon decided that the bowel and omentum could no longer be taken down safely due to the extent of the adhesions and the surgeon converted the laparoscopic surgery to an open procedure. Upon opening the patient during the explant surgery, the surgeon noted that there "was mesh with severely adhered bowel and omentum present." The surgeon additionally noted "small bowel making a cluster approximately the size of a large softball due to all the adhesions." The surgeon noted during the explant surgery that "once these adhesions were taken down, the portion of the mesh that could be removed was removed by cutting it out." The patients hernia mesh was unable to be completely removed. The patient continues to suffer complications due to the pieces of mesh that remains implanted.